Event description:
It was reported that within the first 10 mins of the pt's first hemodialysis treatment, the pt complained of not feeling well with an increase in blood pressure. The pt rec'd a 1000cc bolus of normal saline, tx was terminated and pt transported to the hosp. Blood tests and EKG were all normal and pt discharged after completing conventional dialysis treatment. The next day, within the first 60 mins of treatment, pt complained of not feeling well and shortness of breath with a decrease in blood pressure. The pt rec'd a 1200cc bolus of saline and supplemental oxygen therapy and the treatment was terminated. No further medical intervention was required. The facility discarded the pt's cartridges.

Manufacturer narrative:
The exact cause of the pt's symptoms remains unk. The symptoms may have been the result of a dialyzer reaction or may have been the result of the pt's significant cardiopulmonary co-morbidities. The pt has returned to their previous conventional dialytic therapy and has been found to have an insufficient oxygen saturation on room air and now requires supplemental oxygen therapy during dialysis treatments. There is no evidence if a device malfunction. The nxstage cartridge with pre-attached filter is single use and gamma sterilized. Nxstage considers this report closed and will continue to monitor as part of the routine complaint process.